Event description:
Bed found in down storage area. No pt impact was reported. Technician alleged head of bed is drifting downward.

Manufacturer narrative:
After troubleshooting, technician determined problem to be a faulty CPR valve. The CPR function on the bed was working. He replaced CPR valve. This action solves the problem.